Event description:
It was reported that the patient experienced difficulty charging the spinal cord stimulation (scs) implantable pulse generator (ipg). As part of the intervention, the ipg was replaced. Postoperatively, the patient was reported to be doing very well. The explanted device will not be returned for analysis, as device return is prohibited under hospital policy.